Event description:
It was reported that the pt never had therapeutic effect since his implant. The pt was advised it could take sometime for optimal effect to take place. The pt reported having to catheterize himself. The pt was reprogrammed multiple times. Add'l info received reported, the pt was feeling stimulation in the rectum. Hcp reported, they had no knowledge of the issue and were being seen by someone locally. It was reported that an x-ray was taken and found his lead needed to be repositioned. The pt was scheduled for a revision, but it was postponed due to lab work. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).